Event description:
Per a pmcf study: xcela PICC with pasv valve technology: catheter occlusion occurred during the usage of the device. Catheter occlusion was caused due to catheter malposition or kinking. The device was removed.

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. A UDI nor a lot number was provided by the end user, therfore section d4 was unable to be filled in. Reference (B)(4).

Manufacturer narrative:
The customer's complaint description of catheter occlusion was caused by catheter malposition or kinking was not confirmed due to no complaint sample being returned for evaluation. Without receiving product for evaluation, a definitive root cause cannot be determined. Catheter malposition/occlusion is cautioned in the device dfu as potential complication/adverse event for an implanted PICC. Prior to being placed in the tray, the catheter is 100% inspected at the top-assembly and sub-assembly levels for this type of kinked catheter damage. No DHR review could be performed since there was no reported lot number and DHR review of ship history report (shr) lots could not be performed since packaged good upn and customer account are also unknown. Labeling review: the directions for use (dfu, 14600577-01) that is provided with the reported device contains the following statements: flushing - flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. - flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Precautions: never forcibly flush an obstructed lumen. If either lumen develops a thrombus, first attempt to aspirate the clot with a syringe. If aspiration fails, consult institutional protocol for management of thrombosis. Exercise care when advancing the catheter or guidewire to avoid trauma to the vessel intima. Do not use clamps, toothed or ribbed forceps. Do not use clamps or other instruments with teeth or sharp edges on the catheter or other instruments to advance or position catheter as catheter damage may occur. Following institutional policy, secure catheter externally to prevent catheter movement, migration, damage, kinking or occlusion. If resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Incompatible drug delivery within the same lumen may cause precipitation. Flush catheter lumen following each infusion. Management of lumen occlusion the lumens of piccs may infrequently become obstructed. Lumen obstruction is usually evident by failure to aspirate or infuse through the lumen or inadequate flow and/or high resistance pressures during aspiration and/or infusion. The causes may include but not limited to catheter tip malposition, catheter kink, or clot. One of the following may resolve the obstruction: verify there is no kinked tubing in the catheter section external to the body. Reposition the patient. Have the patient cough. Provided there is no resistance with aspiration, flush the catheter vigorously with sterile normal saline to try to move the tip away from the vessel wall. Use a 10 ml or larger syringe. Catheter maintenance it is recommended that institutional protocols be followed for all aspects of catheter care, use and maintenance. The following care, use and maintenance information is not intended as a substitute for institutional protocol, but rather, to describe guidelines and recommendations that can be used successfully with the xcela PICC with pasv valve technology. General catheter care and use aseptic technique during catheter care and use. Potential complications/adverse events catheter dislodgement, catheter malfunction, catheter malposition, catheter occlusion. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends reference (B)(4).